Manufacturer narrative:
(B)(4). Attempts have been made to gather product ID information and no further info is available. D10: item# unk screw; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation on an unknown date. Subsequently, the patient was revised approximately three (3) weeks ago due to unknown reasons. During the revision, the implants were unable to be removed due to an instrument malfunction and remain implanted at this time. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent an initial implantation on an unknown date. Subsequently, the patient underwent a device explantation procedure approximately two (2) months ago in order to prepare the patient to receive a total hip arthroplasty due to arthritis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b3; b4; b5; d2; g1; g3; g6; h1; h2; h6; h10. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; b7; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather product ID information and no further info is available. Review of the reported event by a health care professional found: disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient's risk for progressive osteoarthritis. Additional trauma from external forces also accelerates this reaction. Patients with disease progression of osteoarthritis in the affected joint develop pain and decrease in joint flexibility. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This is a limited investigation, in which a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Insufficient information provided. The root cause of the reported event was determined to be unrelated to the device. Product will not be evaluated as it has been determined the event is not related to the device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.